Event description:
Needle stick occurred in the labor and delivery department due to needle retraction failure. When the needle failed to retract the r.n. Placed the unit with the exposed needle down on the bed that is when the needle stick occurred.